Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit and found a power supply malfunction. The fse stated that the power supply was required for testing and operation of the unit. In order to fix the issue, the fse replaced the power supply. The unit was then working satisfactorily. The fse performed all calibration and functional test. The unit was then working fine. The unit was handed over to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had an automatic on/off restart. There was no patient involvement.